Event description:
The patient called alleging segments were missing on the meter and there is no information on how long they were experiencing the missing segments. There is no information on the patient's diabetes regimen. The patient last tested on their meter in 05. The patient tested their blood glucose and received a 43 mg/dl and assumed they were low; therefore, took glucose. After taking the glucose, they felt dizzy and went to the lab to get tested. Lab result came out to be 400 mg/dl. There is no information on whether the patient received any treatment. The patient realized that the segments were missing on the last digit of the number. Customer servicess sent the patient a replacement meter. There is no information on how soon after testing on their meter they went to the lab. There is no information on whether the patient experienced symptoms prior to testing or their readings prior to the 43 mg/dl. Based on the information at this time, this case is being reported as a malfunction, since segments were missing on the meter. The patient may have suffered a serious injury; however, there is no evidence at this time that the meter may have contributed to the injury.

Event description:
The patient called alleging segments were missing on the meter and there is no information on how long she was experiencing the missing segments. There is no information on the patient's diabetes regimen. The patient last tested on her meter in 05/2002. The patient tested her blood glucose and received a 43mg/dl and assumed she was low; therefore took glucose. After taking glucose she felt dizzy and went to the lab to get tested. Lab result came out to be 400mg/dl. There is no information on whether the patient received any treatment. The patient realized that the segments were missing on the last digit of the number. Customer services sent the patient a replacement meter. There is no information on how soon after testing on her meter she went to the lab. There is no information on whether the patient experienced symptoms prior to testing or her readings prior to the 43 mg/dl. Based on the information at this time, this case is being reported as malfunction, since segments were missing on the meter. The patient may have suffered a serious injury. However, there is no evidence at this time that the meter may have contributed to the injury.